Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a review of the pump¿s black box showed no evidence of rewind issues. During investigation, the rewind step was performed correctly and a 200u cartridge was inserted successfully. The ez-prime steps were performed successfully and the pump was exercised for 24 hours with no warnings or alarms. The pump¿s cover was removed and no damage was found to the motor flex or assembly; no debris was found in the cartridge compartment. The original complaint of a motor rewind issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.